Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, the catheter interface module (cim) would no longer recognize the probes. The patient was already prepared when the procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
One viewmate¿ z catheter interface module was received for analysis. Visual inspection of the returned module indicated signs of normal wear consistent with clinical use. No physical damage was detected to either connector end or module electrical terminals. The ultrasound console failed to detect the catheter, which confirms the field reported issue. Inspect of the internal components revealed an open electrical circuit within the catheter detection circuitry due to a partially dislodged electrical connector. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to an open electrical circuit within the catheter detection circuitry.